Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive down button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 40mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. Customer stated that they were unable to clear the alarm when asked to observe the clock if the time advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for low blood glucose was performed. The customer's blood glucose was 106mg/dl at the time of the call. The customer stated that they treated with food. Customer stated that the drive support cap was normal. The customer disconnected during rewind/prime sequence. Troubleshooting was stopped. The insulin pump will be returned for analysis.